Event description:
Olympus was informed that during a resection of bladder tumor procedure, the loop on the resection electrode did not release the tissue. It is unknown how the tissue was released from the loop. The procedure was completed with same electrode. There was no patient injury reported. Olympus followed up with the user facility to obtain add'l info regarding the report with no results.

Manufacturer narrative:
The device was not returned to olympus for evaluation as it was discarded by the user facility. The exact cause of the user's experience could not be conclusively determined at this time. If add'l info becomes available at a later time, this report will be supplemented. The device history record was reviewed and there were no problems noted during the manufacturing process.